Event description:
Same case as mfg# 2134265-2010-01821. It was reported that post a stenting treatment procedure, an instent restenosis occurred. The date of the stent implant is unknown. Vascular access was obtained via the femoral artery. The 8mm x 3.5mm quantum maverick balloon catheter was advanced to the target location. The balloon ruptured after several inflations at 22 atms. The number of inflations and to what atms is unknown. The balloon catheter was removed, and the procedure was completed with another of the same device. There were no patient complications reported with the patient's status listed as 'good'.

Manufacturer narrative:
(B) (6); (B) (4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. (B) (4)